Event description:
It was reported to boston scientific that during the endoscopic retrograde cholangiopancreatography procedure (ercp), the cut wire of the hydratome rx sphincterotome broke in the biliary duct of the pt. The physician completed the procedure with another of the same device with no pt complications. The pt condition is reported to be fine.

Manufacturer narrative:
The suspect device has been returned, but the device eval is not complete. Therefore, the cause of the reported observation has not been determined.